Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found that the right ventricular lead exhibited high out of range impedance and the lead had reverted to unipolar settings. The physician elected to continue to monitor the patient without making any changes. The patient was asymptomatic.